Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh90t01, serial # (B)(6), product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that for the past '4-5 months,' it has been taking 15-20 minutes every single time to get a bolus. The patient stated that they went to their doctor the other day to get the pump filled and they thought it taking that long to connect to the pump was normal, but their doctor's office told them that was not normal and to request an updated version of equipment. While on the call, the patient mentioned their handset battery did not last as long as it used it to and they have to charge it every couple of days. When agent clarified issues, the patient stated that 'it just says connecting the pump and it has the dial with the percentage on it. It hits 90% with no trouble, but then it just waits there for 10 minutes.' The patient was in the middle of requesting a bolus when the agent inquired about troubleshooting. The patient stated that when their bolus was completed, the lockout showed as 2 hours and 55 minutes. The agent assisted the patient in clearing the data. The patient then reconnected to the pump well without issue and without lag. The patient stated the connection 'went right through.' The patient will monitor connection to pump and handset battery and will call back for assistance as needed. The agent updated patient's managing physician with prs.